Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was not feeling well. No red heart alarms were seen at any time. The patient's significant other was helping them into the car when the patient laid back, started shaking, and started foaming at the mouth. A power cable disconnect was observed on the screen. The patient's care giver admits to being panicked when changing the batteries and controller due to the power cable disconnects. Log file review found a driveline disconnect on (B)(6) 2022 at 2:41 pm. The driveline was disconnected on (B)(6) 2022 at 2:50pm, reconnected again at 5:00pm for about 22 seconds before being disconnected again. Related manufacturer's report: 2916596-2022-15831.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event (neurological dysfunction) cannot be conclusively determined through this evaluation. The controller event log files contained relevant events on 19nov2022 spanning from 14:41:31 to 17:05:16, on 21nov2022 spanning from 14:33:22 to 14:33:33, and from 20nov2022 at 02:29:59 to 21nov2022 at 14:12:16, per the timestamps. Throughout the log files the pump appeared to have been operating as intended at the set speed while the driveline was connected to the system controller. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.